Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00437, 3010532612-2022-00438, 3010532612-2022-00440, 3010532612-2022-00441, 3010532612-2022-00442.

Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00437, 3010532612-2022-00438, 3010532612-2022-00440, 3010532612-2022-00441, 3010532612-2022-00442.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 50 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 66 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 79 minutes when running on battery power. The total battery runtime was approximately 100 minutes. The pump passed the battery load test. According to the field service report, the field service agent confirmed the reported issue, and the pump failed the battery load test at the hospital. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac2 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "shutting down without an alarm" is not confirmed. The returned battery passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.